Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an interventional procedure with a small bore sheath. Reportedly, the suture did not follow the plunger after removal [cuff miss]. During removal, the suture became entangled and the device was unable to be removed. The white suture [link] was intentionally cut to remove the device from the anatomy. Manual compression was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The failure to cycle was confirmed. Difficult to remove is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely the plunger was not pressed fully against the handle to allow the posterior needle tip to fully eject from the foot. It is also possible tissue interaction inhibited blow through of the needle shank. In this case, the anterior needle also had a partial connection indicating a partial deflection likely caused by tissue interaction. When the plunger was pulled, the posterior needle tip in the foot will cause a resistance to the link which in this event caused the partial capture of anterior cuff to the anterior needle to disengage as the anterior cuff was pulled back through the foot. The result was the plunger removed without suture and the anterior needle bard scratched. The posterior needle to the posterior cuff were engaged yet still caught in the foot pocket. The suture connected to the posterior cuff is through the tissue and vessel wall. Thus, when the foot was closed and device removal was attempted, the suture connected to the device by the posterior needle tip caught in the closed foot and the other end through the vessel wall would create the resistance that induced the difficulty to remove. Therefore, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.